Event description:
Pt heard an alarm; she stated the alarm was present since implant. She also stated she had no therapeutic effect and her body hurt everywhere. She was getting only minimal relief on her back; she was off all her medications. The pt was evaluated a week before the scheduled refill. The healthcare professional and company representative confirmed an alarm was sounding every hour. The alarm was identified as a critical alarm. Volume was checked; 5.2ml were pulled out and 5.8ml were expected, the pump volume was not at critical alarm level. On interrogation, no alarms were noted on the pump logs. At the office visit it was noted that the pt had good therapeutic effect. The pump was refill and there have been no problems since. No injury to pt was reported by the healthcare professional. The medication used in the pump was morphine and bupivicaine.

Manufacturer narrative:
(B) (4).